Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted for suspected thrombus. The patient was started on a heparin drip and lactate dehydrogenase (ldh) went from 1100s to 800s u/l. On (B)(6) 2020, the patient underwent a pump exchange. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), confirmed pump thrombosis. (B)(6) was returned assembled with the driveline severed approximately 6¿ from the pump housing, and the distal end was not returned. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was not returned. The sealed outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of (B)(6), small, red, tissue-like depositions were observed within the outlet stator adjacent to the outlet bearing ball. The lack of laminated layering suggests that the depositions did not initially form in the outlet stator. Although the origin and duration of time for which the depositions were present in the pump cannot be conclusively determined, the lack of circumferential contact marks on the outlet bearing cup and outlet section of the rotor indicate that they may not have been present in the outlet stator for an extended amount of time while the pump was operating. Although a root cause for the development of the thrombus formations observed within the pump could not conclusively be determined through this evaluation, they could have contributed to the patient's elevated lactate dehydrogenase (ldh). Upon removal of the observed depositions, the device was cleaned. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Due to accidental damage to the driveline incurred during disassembly of the device, the pump was not able to be functionally tested. Electrical continuity testing of the undamaged portion of the driveline did not reveal any discontinuities or shorts. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU), rev. C, and patient handbook, rev. C, are currently available. Section 1 of the IFU lists hemolysis and device thrombosis as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. The fabrication procedure (fab), hm ii pump, g2.3 aft housing and motor capsule assembly (rev. B) describes the preparation and application of silicone adhesive potting on the solder joints of the motor capsule. This document also describes the process of curing the silicone adhesive potting. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.